Event description:
Per the audiologist, the patient underwent a revision surgery in 2007 (date not reported) to remove excess skin growing over the abutment. Reportedly, the patient is currently wearing the baha device with no problems.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.